Event description:
It was reported that during central processing, one of the black cables was damaged with small pinch. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting one of the black cables getting damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The fenestrated bipolar forceps instrument was analyzed, and fa found the conductor wire insulation was damaged at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material, however, the conductor wire was exposed. The complaint regarding a damaged black cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the damaged conductor wire is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations identified the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.